Manufacturer narrative:
(B)(4) no longer applies, and (B)(4) has been added. Additional information indicated the event is not related to the device or therapy, but is instead related to medications.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3 55531, lot# n572592, implanted: (B)(6) 2015, product type: screening device. Product ID 3550-43, lot# n549918, implanted: (B)(6) 2015, product type: accessory. Product ID 3550-43, lot# n561377, implanted: (B)(6) 2015, product type: accessory. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they had an allergic reaction to their medications after implant and they were hospitalized for 3 days due to the allergic reaction. The patient was still on medication at the time of the report. No relation to the device or interventions was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.